Event description:
On 31jul2015 a third party administrator for a retail provider claims department called our firm to report to report the following information: the patient (pt) reported a lens tore on his/her eye (B)(6). Which eye os or od unknown. On (B)(6) the pt stated there was a red ring around both eyes. On (B)(6) the pt went to his/her ophthalmologist and was treated for a flesh eating bacteria that has caused loss of vision for his/her right eye. On (B)(6) a call was placed to the pt and the following information was obtained: the pt advised that while wearing an acuvue oasys for astigmatism contact lens (cl) the lens tore on the eye. The pt advised that he/she was experiencing vision loss in the od. The pt advised that the od was red, swollen, and painful upon cl removal. The pt advised that he/she went to the eye care provider and was advised that he/she had a pseudomonas infection in the eye. 70% of the eye is scar tissue and might require a corneal transplant. The pt was initially treated by her ecp and then was referred to a cornea specialist. The pt advised that he/she was given a bandage cl as part of his/her treatment. The pt also advised that he/she was prescribed steroid drops (treatment details unknown) and was also prescribed 3-4 antibiotic drops every 5 minutes, then every half hour until bedtime for a couple pf weeks. The pt advised that the suspect lens was discarded, but he/she did retain unopened lenses from the same box. A call was placed to the treating ecp's office and a representative was advised of the event reported by the pt. The ecp's office sent a medical release form for the pt to sign and send back prior to releasing medical information. Several attempts have been made to contact the pt to obtain additional information, but the attempts have been unsuccessful. The lot # is unknown at this time. The product has been requested, but it has not been received for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2015 the patient (pt) sent an e-mail with the lot # b00hfvv. The pt also reported in the e-mail that he/she requires daily doctor visits. The pt reported that he/she will provide additional information in the near future. On (B)(6) 2015 an e-mail was received from the pts family member. Additional information received as follows: the pt¿s family member reported that ¿on or about (B)(6) 2015, the pt experienced an abrasion/laceration on his/her right cornea in conjunction with the use of your contact lens product which has precipitated an ongoing, unrelenting and intense emotional and physical trauma for the pt since then because of the ensuing serious infection that was driven by a particularly aggressive flesh eating bacteria.¿ the pt¿s family member reported that they will not be returning the suspect product at this time. The pt¿s family member also reported that ¿the doctors feel they have been able to save the pt¿s eye (initially, that was doubtful), but the pt is currently totally blind in the od. The pts family member reported, ¿since the day this problem appeared the pt has been treated by physicians with a variety of otc, standard pharmaceutical and specially compounded drugs to address the pseudomonas bacteria that was at the core of the problem as well as a candida infection that unexpectedly arose a couple of weeks ago.¿ the pt¿s family member also reported that he/she as caregiver ¿has carefully and diligently followed the prescribed regimen that was originally drops every 5 minutes followed by drops every half hour (24/7), followed by drops every hour (24/7), followed by drops every other hour (again 24/7) to the regimen that the pt is now following which drops of each drug (anti-bacterial and anti-fungal [specially compounded] split evenly four times a day.¿ the pts family member reported that the pt has another follow-up appointment with the cornea specialist in the am for ¿advice on the regimen for the coming weeks and months.¿ the pts family member reported that ¿the pt will be a candidate for a cornea transplant sometime in the late winter or perhaps early spring next year if the provider can get the bacterial infection under control and can re-introduce steroids which had to be withdrawn when the candida appeared. The pts husband requested that he/she be contacted in the future and not the pt as he/she was ¿overwhelmed¿ at this time. On (B)(6) 2015 a call was placed to the pts family member and he/she was advised on why the pt had been contacted for additional information and product was requested for return. The pts family member reported that the pt is still being treated with antibiotic drops that must be formulated by a local pharmacy. The pts family member reported that he/she ¿understands why we required the pts medical information, but they prefer to address that issue once the infection has resolved and the pt receives a corneal transplant.¿ a lot history review was performed on lot # b00hfvv and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.